Event description:
It was reported the physician was implanting a gore helex septal occluder to close a patent foramen ovale. The physician was unable to cross the defect with the delivery catheter over the guidewire. The physician decided to remove the device. When the distal tip of the delivery catheter reached the tip of the introducer sheath, it would not pass through the sheath. Several attempts were made to remove the catheter but the physician was unable to pull the delivery system through the introducer sheath. The decision was then made to remove the helex device from inside the delivery catheter. While doing so, the retrieval cord broke but the device was removed. The physician was still unable to remove the deliver catheter through the introducer sheath. The introducer sheath was then removed and the delivery catheter came loose and was removed from the body. Upon closer inspection, the radiopaque tip of the delivery catheter remained in the subcutaneous tissue at the access site. The radiopaque tip was stable so the physician elected not to do a cut down and left it in place. The next day a helex device was implanted with no issues. The pt was doing well following the procedure.

Manufacturer narrative:
The review of the manufacturing records verified that this lot met all pre-release specifications. The following items were reported in the engineering report: the physician reported that the device was unable to cross the defect with the delivery catheter over the guidewire. The investigation revealed that an 11 fr terumo pinnacle catheter was used with the device. This introducer sheath is recommended for use with a guidewire per the helex instructions for use (IFU). The physician decided to remove the device and reported that the distal tip of the delivery catheter would not pass through the introducer sheath during removal. The investigation revealed that the distal tip of the introducer sheath was deformed. It is possible that the occluder was not fully retracted into the delivery catheter resulting in the occluder wire snagging on the introducer sheath. The retrieval cord was not returned to gore so it could not be examined. It was reported that the physician was still unable to remove the delivery catheter through the introducer sheath. The introducer sheath was then removed and the delivery catheter came loose and was removed from the body. The event report further noted that upon closer inspection, the radiopaque tip of the delivery catheter remained in the subcutaneous tissue at the access site. The investigation revealed significant deformation including tearing and stretching to the distal end of the delivery catheter and that the platinum marker band was missing from the distal tip. It is possible that a snag as described above could have occurred and subsequent manipulation could have resulted in the deformation of the delivery catheter. Based on inspection of the returned device, there is no indication that the reported difficulties listed above were due to design or manufacture of the device.